Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on 2019-feb-12 from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the patient was seeing a software problem message with the following details: 1 ¿ intellis 2- 3.0 3- 243 4- qf_port the patient controller was not connected to the ac adaptor, but was connected tot eh recharger at the time that the screen was seen. Removing and re-inserting the battery pack from the patient controller did not resolve the issue and the software problem message was still on the patient controller. The patient was sent a replacement patient controller. There were no patient symptoms or complications reported. Additional information was received from a consumer regarding a patient on 2019-feb-13. It was reported that the patient received a replacement patient controller. Patient services had helped the patient pair the patient controller to the implantable neurostimulator and adjust the time on the patient controller. The patient attempted to charge the implantable neurostimulator, and the patient controller prompted the patient that the implantable neurostimulator charge was low. The patient was unable to start the charge session as the patient controller battery was too low to charge the implantable neurostimulator. The patient confirmed that she would charge the patient controller and then charge the implantable neurostimulator later. The patient then indicated that the patient controller was telling her that her implantable neurostimulator settings are lost. The patient confirmed that she has had trouble ever since she got the implantable neurostimulator. It was reviewed that when getting a replacement patient controller, it is not expected for the settings on the implantable neurostimulator to be erased. The patient was unable to recreate the problem with the patient controller. The patient was unable to confirm what screen she was previously seeing. The patient indicated that both her patient cont roller and implantable neurostimulator batteries were showing that they needed to be recharged. The patient was going to charge the patient controller and then the implantable neurostimulator to try and resolve the issue. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient; product ID: 97745, serial# (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 97745, serial/lot # (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the patient saw a software problem screen that had a 243, qf_port error. Resetting the controller did not resolve the issue. A replacement controller was sent. The patient then called back wanting help with pairing the new controller. After pairing they were unable to charge the ins as the controller battery was too low. The patient confirmed they would charge the controller and then the ins later. The patient then called back and stated the controller said the settings were lost. It was reviewed that it was not expected for settings to be lost after getting a replacement controller. The patient was encouraged to charge the controller and then the ins. No patient complications were reported as a result of this event.